Event description:
A medtronic representative received a report from a site on 06/26/2015, that a surgeon alleged an inaccuracy occurred while in a cranial procedure on (B)(6) 2015. The surgeon alleged the inaccuracy to be 2-3 millimeters in the superior direction, following tracer registration. The tumor was next to the left ear and superficial. When checking accuracy, following registration, the surgeon touched the tip of the nose and deemed it was accurate. The surgeon then touched the top of the left ear and the software was showing 2-3 millimeters high. The surgeon attempted to re-register three times and received the same inaccuracy each time. There was a ten minute delay to re-register the patient. The surgeon opted to continue, with the knowledge of the inaccuracy, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 06/30//2015 a medtronic representative, following-up at the site, conducted re-training at the site, reviewed tracing techniques with the site's main navigation system user. On 07/17/2015 software investigation completed. Findings are that the tracer pattern is not optimal for an accurate tracer registration. Software is functioning as designed. User error. No further issues have been reported.